Event description:
A report was received that the patients ipg was not charging properly. It was noted that the battery had flipped inside the pocket and would not stay flat. The patient underwent an ipg revision procedure. No battery issue and the patient was doing great postoperatively.